Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that her wires became loose and she had surgery yesterday. The patient reported that the healthcare provider (hcp) did the surgery, putting the wires back in. The patient also reported that she had charged her device up to 100% but was unable to make changes. No further complications were reported.